Manufacturer narrative:
The insulin pump had an intermittent down arrow button due to moisture damage on keypad trace. The insulin pump had cracked reservoir tube lip and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump's down arrow button responded intermittently or not at all. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 136 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.